Event description:
Dr. Removed the tibial tower, using the slotted hammer. With the punch and punch adapter inside the tower. After completing his tibial keel preparation and noticed a missing spike, after standard inspection. The spike was found remaining in the tibial plateau after extraction. And was removed using a kocheer clamp. There was approximately a 1-minute delay in the case. And the case was completed successfully.

Manufacturer narrative:
There is an open investigation on this issue. The instrument was used according to the protocol. And misuse does not seem to be apparent. There was no known damage, prior to the case. The broken instrument has been requested, to be returned for investigation.